Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had low blood glucose and needed some clarification with bolus. The customer's mother stated she checked the bolus history and found that the customer was treated with a bolus of 2.35 units. She then called the nurse and was advised that they had missed some steps and they were instructed what to do. The insulin pump is set to vibrate mode. The customer's mom stated there is nothing on the screen when advised the alerts and alarms will be in the form of vibration. Customer's mother stated the customer started the insulin pump, then came back from doctor's they bloused and found out the insulin did not deliver. The customer's blood glucose at the time of the event was 49mg/dl. The customer treated with food and soda. The customer has been experiencing low blood glucose. The customer's current blood glucose was 109mg/dl.